Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, subject device could not be interrogated: the programmer always required to restart interrogation. A message was displayed requiring the user to perform a nominal programming, which was done. But situation remained the same. Another programmer also failed to interrogate the device. On (B)(6) 2015, interrogation was successful (nominal programming: vvi 70 5v).

Event description:
On (B)(6) 2015, subject device could not be interrogated: the programmer always required to restart interrogation. A message was displayed requiring the user to perform a nominal programming, which was done. But situation remained the same. Another programmer also failed to interrogate the device. On (B)(6) 2015, interrogation was successful (nominal programming: vvi 70 5v).